Event description:
It was reported that the delta chamber leaked.

Manufacturer narrative:
The valve did not pass leakage and patency testing due to a small hole on the bottom of the reservoir. This damage precluded all additional testing. It is unclear how or when this damage occurred. A review of the mfg records showed no anomalies. All of our products are 100% tested at time of manufacture.